Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2123801 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during he use of a 6f/7f mynx control vascular closure device (vcd), the balloon ruptured after being pulled to the arteriotomy. As a result, hemostasis was achieved via manual compression for 20 minutes there was no reported injury to the patient. This was during a diagnostic coronary procedure in which a retrograde approach was made with an unknown catheter sheath introducer (csi). The femoral artery¿s suitability was verified on angiography including a catheter sheath introducer (csi) insertion angle of 30-45 degrees, and verification of a vessel diameter greater than or equal to 5mm. There was calcium present near the puncture site and the access vessel was moderately tortuous. The mynx control vcd was stored and prepared per the instructions for use (IFU), and the mynx operator was mynx certified prior to the procedure. The mynx control was able to be removed easily and remained in one piece during removal. Information regarding the csi used, potential csi damage, and the possible presence of a stent near the access site was requested but was not provided, and the device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g4, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, during the use of a 6f/7f mynx control vascular closure device (vcd), the balloon ruptured after being pulled to the arteriotomy. As a result, hemostasis was achieved via manual compression for 20 minutes there was no reported injury to the patient. This was during a diagnostic coronary procedure in which a retrograde approach was made with an unknown catheter sheath introducer (csi). The femoral artery¿s suitability was verified on angiography including a catheter sheath introducer (csi) insertion angle of 30-45 degrees, and verification of a vessel diameter greater than or equal to 5mm. There was calcium present near the puncture site and the access vessel was moderately tortuous. The mynx control vcd was stored and prepared per the instructions for use (IFU), and the mynx operator was mynx certified prior to the procedure. The mynx control was able to be removed easily and remained in one piece during removal. Information regarding the csi used, potential csi damage, and the possible presence of a stent near the access site was requested but was not provided, and the device will be returned for evaluation. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. It was reported that ¿the balloon ruptured after being pulled to the arteriotomy.¿ however, visual inspection of the device showed that both button 1 and button 2 were fully depressed, and the sealant was deployed on the atraumatic wire, and was exposed to blood. The condition of the returned device does not match the complaint description. However, it is unknown if the device was manipulated after the procedure. The syringe was connected to the device with the stopcock closed, and the procedure sheath was locked on to the sheath catch. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2123801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The the exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.